Manufacturer narrative:
Testing and investigation found that the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history. Further testing found that the device fan was rotating too slowly to cool the device. The probable cause of the customer complaint was a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.